Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The patient called boston scientific technical services (ts). The patient provided the icm device popped out of their skin. The physician suggested replacing the icm device to continue monitoring. Due diligence has been completed but no additional information was provided. Device is not expected to be returned. No additional adverse patient effects were reported.